Event description:
It was reported, to boston scientific (bsc) on 10/25/06, that during a colonoscopy on a male pt (age unknown) that the red endoglide sheath fell off the outside of the radial jaw 3 hot biopsy forceps and into the pt. The physician was able to retrieve the sheath from the pt after the procedure was completed. The retrieval method is unknown. No pt adverse effects or medical intervention were reported.

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.